Event description:
Consumer complaint of high blood results. Customer normally is 110-115mg/dl. Based on parkes error grid analysis, the bias between the highest result given (301) and the normal result (110) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (07/17/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Lconsumer complaint of high blood results. Customer normally is 110-115mg/dl. Based on parkes error grid analysis, the bias between the highest result given (301) and the normal result (110) is located in zone c. No adverse event reported.